Event description:
It was reported that there was a lead warning for high right ventricular (rv) pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert occurred on 05 and 14 mar 2014. Maximum v pace impedance rises from 1007 ohm the week ending 02 oct 2013 to greater than 4000 ohm the week ending 19 mar 2014.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was further reported that the lead had high threshold and a confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.